Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The patient presented with an inferior wall acute myocardial infarction. Vascular access was achieved through the radial artery. The 90% stenosed eccentric de novo lesion measuring approximately 3mm in diameter and 16mm in length was located in a moderately calcified and moderately tortuous right coronary artery that contained a significant bend. The lesion was predilated with a 2.0x15mm maverick balloon. The physician attempted to advance a 3.0x16mm liberte bare metal stent to the lesion; however, resistance was felt and the physician could not pass through a tortuous region in the mid third portion of the right coronary artery. The shaft of the stent delivery system fractured. The procedure was completed by placing three stents in the ostium of the right coronary: a 3.0s38mm taxus liberte drug eluting stent, a 3.5x16mm drug eluting stent and a 3.0x16mm liberte bare metal stent. No patient injuries or complications occurred. Patient status is listed as "stable."

Manufacturer narrative:
Device evaluated by manufacturer - the device was received for analysis in two sections as a result of a break in the hypotube. The break was located 22cm distal to the strain relief. A detailed microscopic examination of the break site found that the break occurred as a result of a severe kink that occurred in the hypotube. Both sections of the break were kinked at various locations along their lengths. It is noted that the break and the kinks that were present along the length of the shaft are consistent with excessive force having been applied to the shaft. An examination of the profiles of the crimped stent, balloon and tip found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The patient presented with an inferior wall acute myocardial infarction. Vascular access was achieved through the radial artery. The 90% stenosed eccentric de novo lesion measuring approximately 3mm in diameter and 16mm in length was located in a moderately calcified and moderately tortuous right coronary artery that contained a significant bend. The lesion was predilated with a 2.0x15mm maverick balloon. The physician attempted to advance a 3.0x16mm liberte' bare metal stent to the lesion; however, resistance was felt and the physician could not pass through a tortuous region in the mid third portion of the right coronary artery. The shaft of the stent delivery system fractured. The procedure was completed by placing three stents in the ostium of the right coronary: a 3.0s38mm taxus liberte' drug eluting stent, a 3.5x16mm drug eluting stent and a 3.0x16mm liberte' bare metal stent. No patient injuries or complications occurred. Patient status is listed as 'stable.'